Event description:
Low exhale tidal volume was alarming-due to low tidal volume reading. Low exhale tidal volume sensor possibly faulty. Pt appeared to be ventilating properly-good chest rise, no distress-good spo2.